Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-aug-2021. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. The rate of ica results outside total allowable error (ea) in whole blood from retained cartridge testing did not meet acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. A deficiency has been identified and lot h21092 has been added to quality record (qr) 787319. For all other sensor/fluid combinations relative to ea and for suppressed results, acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure was met.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium results on a (B)(6) year old female patient with high blood pressure. There was no additional patient information available at the time of this report. The customer states they believe the issue is due to a pre-analytical error. Return product is not available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.